Event description:
Procedure: splenectomy. According to the reporter: two bags were defective. When the surgeons were trying to put the specimens into the bags, both bags ripped. The surgeons used another bag and the case was completed without further complications. Unfortunately, the devices in question are not available for return.

Manufacturer narrative:
(B)(4).